Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the images are no longer displayed due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center showed no image. The issue was found during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; no image due to a printed circuit board failure. The additional nonreportable finding was; connector socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.